Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoro functions printed circuit board was removed and replaced, and the calibration files were reloaded. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed an intermittent communication error message and would not boot up. No pt injury was reported.